Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "battery not working/battery communication timeout" error message. Functional testing duplicated the reported issue during power-up. The investigation determined that the battery pack not operating as intended was the cause of the reported issue. The battery pack was replaced to correct the issue. Service history review showed no evidence of an issue related to the complaint within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a bad battery and needed a new one. No patient injury/involvement reported.